Manufacturer narrative:
Follow-up #1: date of submission 8/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: unable to confirm or duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(4) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available bb data show no valid loss of prime events.. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an issue losing prime. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.